Event description:
It was reported that during a ptca/stent procedure in an attempt to stent a lesion distal to a previously placed stent, after an unsuccessful attempt to cross the lesion, the stent was removed and the guide wire exchanged. Upon advancing the stent again, the stent still would not advance into the proper position. The stent was again removed and it was noted that the stent was no longer on the sds. Reportedly, at this point, the left main looked "hazy" and the patient started to crash. CPR was performed and another dilatation catheter was advanced in an attempt to push the stent distally, out of the "lm". The patient was then transported to CABG and was successfully bypassed, but would not come off of the pump and expired in surgery.